Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to have recorded several atrial arrhythmia burden episodes. Upon data review it was determined that the data calculation had a corruption. The device was determined to be operating as intended. Remains in service. No adverse patient effects were reported.